Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 2522 captures the reportable event of failure to release bow. Block h10: visual examination of the returned device revealed that the mandrel of the device was inserted and the device was in good condition. Functionally, the device bowed within specification. The complaint was no consistent with the reported event of wire won't release bow. It was determined that the device did not present any visual issue and it worked as intended. Returned device review includes visual, dimensional and functional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the reported event, consequently not confirming the reported complaint, since the device was found within specifications. All compiled information on this investigation determines that the most probable cause is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the truetome will not release the bow after being bowed. The procedure was completed with the different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the truetome will not release the bow after being bowed. The procedure was completed with the different device. There were no patient complications reported as a result of this event.